Manufacturer narrative:
This supplemental report is being submitted to provide the repair inspection results. The subject device was returned to the olympus (oth) repair center. The repair inspection confirmed the customer reported problem, no image display on the screen. The investigation is ongoing. Therefore, the cause of the no image issue could not be confirmed. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the "non camera image on the screen" issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) was notified and visited the customer site and confirmed the same image symptom. The product will be returned to the olympus repair center for further inspection. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oth) was informed by the nurse at the user facility that the customer visera 4k ultra high-definition camera control unit reportedly had ¿no camera image on the screen¿ during inspection before use. No death, injury or harm was reported.